Event description:
The device was used during a "tfc" fusion cage rxplantation. Reportedly, one cage was removed due to l4 nerve root compression because of lateral placement/migration of the cage. The hosp has reported the pt's condition is satisfactory.